Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and failure analysis investigation was able to replicate and confirm the reported issue. The usm came in for error 23068. It was confirmed and replicated. The usm was tested on in-house system and triggered errors 23068, 1173 and 26005. The usm was also tested on the test platform and failed carriage lissajous, carriage agc current and sine cycle tests. A golden instrument sterile adapter (isa) board was installed, and the tests passed. The original was installed, and the errors returned. As a fix, the isa board will be replaced. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to the component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a recoverable error on usm 2 and converted to another davinci system, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replicated the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system experienced a recoverable error on universal surgical manipulator (usm) 2. The site disabled usm 2 but wanted to use it. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised site to do a hard restart of the patient side cart (psc). Site did the restart as instructed, but 23068 errors returned. Site was opting to change out the psc as the surgeon needed all 4 usms. The procedure was completed robotically with another davinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was completed robotically with a different patient side cart (psc). There was no harm or injury to the patient.